Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism and sleeve head. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed the helix electrode consistently extended within 12 turns and retracted within 10 turns. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, the helix would not extend during the implant attempt. Consequently, the lead was removed and replaced. No patient complications have been reported as a result of this event.